Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on these findings it is assumed that there was a handling fault. For example, the aiming arm cannot assemble on the function caliber; the diamond locating pin is deformed. The bore diameter of insertion handle is damaged; the test pin does not fit in the bore diameter. The returned instruments are strongly damaged therefore, this makes it impossible to check the exact function with function gauges. No product fault detected. The exact cause of this occurrence is undetermined. A review of the manufacturing documents revealed that these parts were manufactured according to specification.

Event description:
During an operation on (B)(6) 2012, problems occurred while the surgeon used the protection sleeves in the aiming arm. The protection sleeve went distal for the hole in the nail, app 1 1/2 mm. The surgeon was unsure if it is the aiming arm or if the protection sleeves. This report 3 of 5 for complaint (B)(4).